Event description:
It was reported that the etrak 2500l's monitor was completely black making the system non operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the uninterruptible power supply was defective and was replaced. Additionally, the interface circuit board was upgraded to the latest revision. The system was tested and found to be working as intended and placed back into service.